Event description:
The customer stated that they were unable to connect any new devices on the network. Welch allyn technical support checked the systems on the network and found that there were three systems that were not reachable by ping on the network. Also found that they could not ping the switch ips or the master aruba controller. This may have resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. The customer did not provide any pt info.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete. The facility did not grant permission to remotely access their network to troubleshoot this allegation. Welch allyn is filing this in an abundance of caution.